Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the instrument was performing within specifications. The hospital pathologist concluded that the cause for the falsely depressed fibrinogen was interference from the patient's multiple myeloma proteins.

Event description:
A falsely depressed fibrinogen result of less than or equal to 50 mg/dl was obtained on a patient sample. The result was reported to the physician. The patient was treated with 2 units of cryoprecipitate. Another sample was tested post treatment and a result of less than or equal to 50 mg/dl was obtained. The same sample was repeated by alternate methodology and a result of 545 mg/dl was obtained. The patient was treated with 2 units of cryoprecipitate. There was no report of adverse health consequences to the patient as a result of the treatment. Analysis of the instrument and instrument data indicate that the instrument was performing within specifications. The hospital pathologist concluded that the cause for the falsely depressed fibrinogen was interference from the patient's multiple myeloma proteins.